Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information found the patient's ipg was explanted and replaced on 05feb2021 to resolve the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported the patient had an MRI without setting their system to MRI mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date to address the issue.